Event description:
A patient reported experiencing inacccurate low results with a surestep enhanced meter. The patient's blood glucose results were 80 mg/dl, 95 mg/dl, 130 mg/dl, 128 mg/dl. Tests were done within < 10 minutes with a difference of 22%. Patient did not experience any adverse events. No further information has been reported.